Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms correlating to the mpu was confirmed via the provided log files. The log file from the primary controller contained data spanning approximately 4 days (B)(6) 2021 per time stamp). The log file from the backup controller contained data spanning an unknown amount of time, as the controller¿s clock was not set throughout a majority of the log file. Via the primary controller¿s data, a no external power alarm was observed on (B)(6) 2021 at 10:10 while the mpu was in use; this alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within approximately 1 minute of activation when power was restored to the system. Another no external power alarm was observed within the backup controller¿s data when the clock was not set while the mpu was in use, which appeared to have been caused by another loss of ac power. The alarm resolved when power was restored to the system. The mpu (serial number unknown) was not returned for analysis. Questions regarding the alarms and the mpu were asked multiple times and no responses were received. The root cause of the observed losses of ac power was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having replace backup battery alarms. The patient performed a controller exchange at home. The patient reported another alarm occurring on the new controller. The vad coordinator saw a controller clock not set alarm as well as a no external power. Upon review of the patient's log file the patient was having a yellow wrench alarm associated with backup battery faults on (B)(6) 2021 at 9:55pm. It appears that the patient disconnected/reconnected the driveline at 9:58pm. The patient appears to have stayed on this controller until the following morning when the pump was again disconnected at 11:00am (when the patient reported a controller exchange). The current controller appears to have lost the clock programming. There were no backup battery faults on the new controller. Both log files contain a loss of external power events while connected to the mpu.